Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed low light intensity of the main lamp that could not identify the tissue most likely due to a faulty light-emitting diode unit. The specific root cause of the light-emitting diode unity could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of image error was not confirmed. However, an e211 error was discovered due to the memory card not being properly connected to the mainboard. The case lid and rear panel were found heavily bent. It was also noted that the printed circuit board at the connector of the 3d remote monitor was strongly bent. Consequently, the cabling connection could not be properly seated. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that her visera elite ii video system center was experiencing image failure during a demonstration with no patient involvement. According to the initial reporter, this issue occurred when the user turned on the tower. After turning on the unit, an internal memory error was displayed. There was no patient involvement during this event.